Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after a pulse generator was replaced, the right ventricular lead exhibited impedance close to 0 ohms and loss of capture. The lead was capped and replaced.